Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This MDR is associated with MDR 3005168196-2015-00770.

Event description:
The patient was undergoing a coil embolization procedure using a px slim delivery microcatheter (px slim) and a ruby coil. During the procedure, the physician was unable to advance a ruby coil though a px slim. The physician noticed that the px slim had become kinked and removed it from the patient. The procedure successfully continued using a new ruby coil and px slim. There was no report of an adverse effect on the patient.

Manufacturer narrative:
A package was returned; however, upon opening the package an empty sterile pouch was identified. The px slim and ruby coil were not returned for investigation. Therefore, the root cause of this complaint cannot be determined. The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Empty package received; no device return.